Event description:
It was reported by the pt that following contact lens wear, she experienced discomfort, leading to a corneal ulcer. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).